Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the primary cause of death was septic shock and other conditions leading to the death include: cardiogenic shock, myocardial infarction and multi-organ system failure.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2012; d224trk ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed septic shock approximately six years after the implant of the device and leads. Additional information received reported the patient presented to the emergency room with chest discomfort and there was st segment elevation. Troponin levels were elevated and the patient was transferred to another facility for intervention. Approximately four weeks later the patient expired. The cause of death was requested and not received. The patient was a participant in the post approval clinical surveillance product surveillance registry.